Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the treating doctor considered the event was life threatening and the invisalign product was being used at that time.

Event description:
The patient reported the symptom of swollen tongue. The patient did not report requiring any medical intervention to alleviate the reported symptom. The patient reported taking an antihistamine (unspecified, over-the-counter) to alleviate the reported symptom. The treatment has not been discontinued as the patient is still wearing the aligners and is currently getting better. The treating doctor considered the event was serious and life threatening to the patient.